Event description:
It was reported that during a varicocele embolization treatment procedure, catheter removal difficulties were encountered. The target lesion was located in the moderately tortuous internal spermatic vein. The imager ii angiographic catheter was advanced over the .035 non-bsc guide wire. The physician attempted to remove the guide wire from the imager catheter however severe resistance was encountered. The physician thought the problem was with the guide wire not the imager catheter. The devices were removed together as a unit and the procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).